Event description:
The user facility reported that an angiographic catheter was being manipulated in conjunction with several accessory devices during an embolization procedure when the catheter became kinked and sheared. The angiographic catheter was removed and replaced with a second device. The procedure was reportedly completed without further incident.